Event description:
It was reported that balloon rupture occurred. The heavily diseased target lesion was located in the left common iliac artery. A 6.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was used but it also ruptured at the same location. The procedure was completed by placing an epic stent and post-dilating with another balloon. There were no patient complications reported.